Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. The flow rate was rate 1.4l/min and the circulation pump command was 100%. Alarm 1, 2 occurred continuously. Circulation pump was defective. Replaced circulation pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow rate issue. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via mail on (B)(6) 2025, they repaired the device on the customer site. The issue was zero flow rate problem. They replaced a circulation pump. Issue was resolved.